Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 7121471.

Event description:
It was reported that patient was experiencing a worsening pain. The patient has an inadequate stimulation despite a reprogramming attempt. X-ray showed that the leads had moved, and the contacts were out. The patient was prescribed with medications.